Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the right middle cerebral artery occlusion case, physician used the subject guidewire to deliver the non-stryker microcatheter. While advancing physician was unable to manipulate the subject guidewire and it couldn't be advanced beyond that point. On withdrawal the hypotube of the subject guidewire was found kinked and detached. The patient's anatomy was moderately tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the right middle cerebral artery occlusion case, physician used the subject guidewire to deliver the non-stryker microcatheter. While advancing physician was unable to manipulate the subject guidewire and it couldn't be advanced beyond that point. On withdrawal the hypotube of the subject guidewire was found kinked and detached. The patient's anatomy was moderately tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 285cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 126cm from the proximal end. The surface of the hydrophilic coating was rough. Bubbles with collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 19cm from the distal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. During functional inspection, the guidewire was advanced through a flushed demonstration sl-10 microcatheter. Friction was noted as the guidewire advanced towards the distal end of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject guidewire was used to deliver a microcatheter to the lesion. When the guidewire reached the ophthalmic artery (oa), the operator felt abnormal with the feeling of manipulating the guidewire, and the guidewire could not be advanced any more. The operator withdrew it and found the guidewire was kinked and the coating was peeled from the core wire. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, and the issue was noticed during the procedure inside the patient. Analysis of the returned device revealed the guidewire was kinked/bent at 285cm from the proximal end, the ptfe coating was peeling in multiple areas up to 126cm from the proximal end, and the surface of the hydrophilic coating on the distal hypotube was rough. Bubbles with collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 19cm from the distal end. Based on previous results of sem and edx testing performed by r&d, it was confirmed that the bubbles on the distal end of the device and the hydrophilic coating were the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined. Therefore, an assignable cause of undeterminable will be assigned to the as analyzed 'guidewire hydrophilic coating surface rough' since review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. The guidewire was advanced through a flushed demonstration microcatheter and friction was noted as the guidewire advanced towards the distal end of the microcatheter due to the damage (kink) found on the guidewire. It is probable that the guidewire was kinked during delivery of the microcatheter to the lesion through tortuous anatomy. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire kinked/bent' and 'guidewire does not have smooth movement' as well as the as analyzed 'guidewire friction' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed 'guidewire ptfe coating peeling' since this issue is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.